Event description:
The clinician reported that 1 day after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve primary stability or osseointegration in type iii bone. The clinician reported this patient with good oral hygiene had periodontal disease. The implant surface was completely covered with bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.